Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was instructed to perform a series of steps including disconnecting tubing, tightening connections, and delivering boluses to address the recurring occlusion alarm. Ultimately, the bolus completed successfully, and the resolution involved the customer replacing supplies as needed and resuming insulin therapy.